Manufacturer narrative:
The pump was received with intermittent button response during testing due to a flattened dome switch on the up arrow button, down arrow button, esc and act buttons. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was unknown. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own without any buttons being pressed. Customer stated that the buttons respond intermittently when pressed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.